Event description:
It was reported that a revision surgery was performed due to pain and dislocation. The femoral head and the liner were explanted.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. No further actions are being taken at this time. We consider this investigation closed.